Event description:
Same case as MFR report #: 2134265-2008-04836. It was reported that during a coronary artery drug eluting stenting treatment procedure, the balloon "burst after deflation during the withdrawal". The physician reported that withdrawal was impossible after deflation with balloon burst linked to an "umbrella" bend. This event occurred with both a 2.50mm and 2.75x38mm taxus liberte drug eluting stent delivery system. The patient outcome is listed as emergent cardiac surgery with prolonged hospitalization. Additional details have been requested regarding the procedure and outcome, but have not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.